Event description:
See initial report.

Manufacturer narrative:
H11: according to investigation's results of previous similar complaints and to the device service manual, the reported error code can be due to a defective motor control board. In particular, the con3 on the board (connection between the motor control board and the hall sensor) or the con2 (connection between the motor control board and the pump control panel) can be faulty. Based on livanova technical intervention, the root cause of the reported issue is a defective motor control board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Manufacturer narrative:
H11: livanova deutschland manufactures the scp drive unit. A livanova field service representative was dispatched to the facility to investigate the device. To solve the issue, the defective control board in the centrifuge drive was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a scp displayed error meaning inconsistent/no actual value impulses (e78) during a procedure. There is no report of any patient injury.